Event description:
It was reported that the user was unable to obtain a tissue sample during a prostate biopsy. The physician changed to another biopsy needle and completed the procedure without harming the pt.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Two actual complaint samples were received for evaluation. Sample # 1: the device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The device was functionally tested without incident. The vl was measured and was within specification. No malfunction was found in sample #1. The result of the sample evaluation was unconfirmed for the reported problem. Sample #2: the device was visually inspected and the stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The gap at the sample notch would affect the devices ability to obtain a tissue sample. The result of the evaluation was confirmed. The root cause for this event has been identified. Corrective and preventative actions have been and will be implemented. The current instructions for use (IFU) for this product states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.